Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 12/29/2014. Medtronic investigation of returned suspect camera finds that the psu failed an aak test at .49 mm. Electrical failure - failed diagnostic test. - out of calibration. - 01/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported a navigation system camera failed aak camera accuracy testing during a system check-out. There was no patient present when this issue was identified.